Event description:
It was reported that the package of ten bd¿ precisionglide¿ needle did not have a proper sealing. It was also reported that there was one empty package upon delivery. Foreign complaints the following information was provided by the initial reporter, translated from portuguese to english: ¿ occurred a deviation of fabrication with needle 40 x 12 here in the hospital, the package came open like was without the proper sealing, the fact occured with 10 needles. Information received by email on 3/27/2019: besides the package seal is not proper, there was one unit with the package empty. ¿

Manufacturer narrative:
Investigation: it was performed the DHR of the batch assembled and packaged, no one quality notification was found only one maintenance record was recorded related with batch and vision system. The picture and sample sent by the customer were analyzed and with them was possible performing one investigation, confirming the both failures and determine the root cause for package seal integrity poor and package empty. The defect occurred due to one failure of sealing of blister by packing machine. Due to one misalignment of equipment the equipment failure and the empty package was created with this condition. The extreme needle in the blister was released because the poor integrity.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the package of ten bd¿ precisionglide¿ needle did not have a proper sealing. It was also reported that there was one empty package upon delivery. Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿occurred a deviation of fabrication with needle 40 x 12 here in the hospital, the package came open like was without the proper sealing, the fact occured with 10 needles. Information received by email on 3/27/2019: besides the package seal is not proper, there was one unit with the package empty.¿